Manufacturer narrative:
The reported event was confirmed by CAPA association. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It appears that there may be a relationship between the product and the reported event. A DHR review was not required because of no lot number and the investigation was confirmed by the CAPA association. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A risk review and labeling review are not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the suction of the purewick urine collection system was very light and waking up wet. Per additional information received via follow up on (B)(6) 2021, the complainant was requesting a call on (B)(6) 2021 to get assistance in explaining how to place the purewick female external catheter properly on the patient because the patient was having urinary tract infection and the doctor ordered to stop using the purewick for a while until the patient healed from urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the suction of the purewick urine collection system was very light and waking up wet. Per additional information received via follow up on 23jun2021, the complainant was requesting a call on (B)(6) 2021 to get assistance in explaining how to place the purewick female external catheter properly on the patient because the patient was having urinary tract infection and the doctor ordered to stop using the purewick for a while until the patient healed from urinary tract infection. It was unknown what medical intervention was provided for urinary tract infections.